Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, infection, pain, inflammation (2020_1784 and 2020_1785 are same patient).